Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral procedure where the patient had a lower tsp (transseptal puncture). Gain height maneuver was required which opened the septal puncture to reveal right-to-left shunt. The patients o2 saturation dropped with this maneuver. With the release of another manufacturers aortic occlusion device, the patients saturation returned to baseline. The procedure completed, and mr (mitral regurgitation) was reduced from severe to mild. The physician proceeded with the decision to close the (asd) atrial septal defect after the procedure. The atrial septal device was successfully placed.